Event description:
Baylis fixed sheath, baylis versacross steerable sheath: great vessel perforation, intervention required, ICU. Reference report mw5167164. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).